Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The field service engineer removed all the rinse nozzles and performed system cleaning and lubrication. He replaced the springs and spring clips. He performed system checks and adjustments. He completed system start-up qc, repeat testing, and precision testing with acceptable results. After the service visit, the customer reported the issue was not resolved. The investigation is ongoing.

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 results for one patient tested on a cobas 8000 c 702 module. The patient's initial creatinine result was reported outside the laboratory. The patient had a sample analyzed at a different hospital and the result was "normal." The healthcare provider stated the patient's initial creatinine result from the c 702 module "must be incorrect." The customer performed repeat testing with the patient's sample on the same analyzer. The patient's initial creatinine result was 435 umol/l. The patient's repeat creatinine result was 76 umol/l. The customer discovered the patient's creatinine result was "normal." The creatinine reagent lot number was 519044 with an expiration date requested but not provided.

Manufacturer narrative:
The field service engineer replaced rinse station tubing. He performed various system checks, adjustments, and cleanings. He performed qc and calibration with no issues. The investigation determined the service actions resolved the issue.